Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act buttons dome switch. No unlocked j2/lcd keypad connector noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had a button error alarm. The caller did not recall any significant events leading up to the alarm. Blood glucose level at the time of the incident was 103 mg/dl. The caller stated that the time clock advances when monitored for one minute. The caller was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis. Summary.